Event description:
It was reported that patient complained of hip pain and as soon as he and his lawyers saw the recall commercials and he wanted it out. Pulled the head and neck and some fretting and metallosis was observed upon extracting the neck. Also found some pus that lead dr. (B)(6) to believe he might have some infection. Labs came back negative so a restoration modular was implanted.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR # 9616680-2012-00769.